Event description:
It was reported that the patient received an alert that the high voltage impedance had increased. Close monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.